Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat a lesion in the distal circumflex artery with moderate tortuosity and calcification. The pilot guide wire was advanced across the lesion. Intravascular ultrasound (ivus) was then advanced over the guide wire. During removal of the ivus, resistance was met with the guide wire. The guide wire was removed and replaced with a new pilot guide wire to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.